Event description:
It was reported by the representative that the device was leaking oil. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.